Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 31 mg/dl while wearing the pod. Symptoms reported include nausea, vomiting and difficulty speaking. The patient reports they removed the pod. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with intravenous fluids and glucose. The patient was at the hospital for 7 hours.